Manufacturer narrative:
Continuation of d10: product ID: 306001, lot#: unknown, implanted: on (B)(6) 2025, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that the trial was initiated on (B)(6) 2025. It was reported that they were allergic to tape/any type of adhesive and started to have blisters around taped were since on (B)(6) 2025. The patient mentioned that tape starting to come loose and wires were starting to slip out of their body since on (B)(6) 2025. The patient was advised to contact physician for medical assistance. The event was notified to the manufacturer representative (rep). The issue was not resolved and it was still ongoing.